Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed myopotential noise which resulted in pacing inhibition in a pacer dependent patient. The patient did not remember having any syncopal or pre-syncopal episodes and was lying in bed at the time of the pacing inhibition.